Event description:
It was reported that this lead presented a perforation. Therefore, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b2. Outcomes attrib to adv event h6. Impact codes.

Event description:
It was reported that this lead presented a perforation. Therefore, the lead was explanted and replaced. No additional adverse patient effects were reported.